Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose of 466 mg/dl and he was treated with an insulin drip. The customer stated that he was lethargic and passed out. It was stated that the customer was getting no delivery alarms, and the infusion set was changed without results. It was stated that the customer was disconnected from the insulin pump since his hospitalization. The caller stated that the insulin pump was not showing the insulin volume correctly, and the reservoir was not empty. Troubleshooting was performed. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the caller to remove the cannula and it was not bent. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.